Event description:
Per the customer, the device was inaccurate during a procedure, showing the points to be off from the physical reference point. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the device was inaccurate during a procedure, showing the points to be off from the physical reference point. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.